Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge decreased too fast since fully charging the pump. There was no impact to the customer's blood glucose level.

Event description:
Review of the pump data logs by tandem technical support on (B)(6) 2017 showed that the pump battery depleted as expected. Multiple attempts were made by tandem technical support to relay the information; however, the customer did not answer.